Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she did not know that she had a device implanted and stated that she thought the surgery she had was "some kind of repair thing." The patient stated that the ins "doesn't work right", but stated that she did not know that she had a stimulator implanted. The patient reported that her symptoms have "gotten worse" since "not too long after surgery." The patient stated that her "bladder control is nothing" and stated that she has a "hard time having bowel movements." The patient further clarified that she has to "bend over" and put her "hands between my knees." The patient noted that she has the device implanted for bladder and bowel. The patient stated that the bowel issues "started later" and that "it has probably been a couple years." The patient stated that she did not have a patient programmer (pp) to confirm the status of stimulation on the call. Patient services reviewed the role of foundation care for lost external equipment and the patient stated that since she didn't know that she had an implant, she was not sure if she has a pp. The patient was redirected to follow-up with the healthcare provider (hcp) for the following reason: to discuss symptoms/programming. The patient will follow up with hcp regarding pp. No further complications were anticipated/reported.